Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed, and a matching cut mark was observed on the front and back of the body of the bag and possibly due to a scissor or blade. A leak test was performed and a leak from one of the cuts presented in a bag was observed. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container was leaking with an unspecified liquid mixture. This was observed during preparation of a plasmapheresis. There was no patient involvement. No additional information is available.